Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have performed a pull test on a sample of units from this lot number during our in-process inspection. All of those units passed the test requirements when the balloons were pull tested to their validated force. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. We recommend exercising caution when encountering extremely diseased vessels. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the patient because of this incident.

Event description:
The tuftex over-the-wire embolectomy catheter was used for thrombectomy at cfa. After the surgeon passed the catheter tip through the lesion area, he inflated the balloon to pull the clot. However, the balloon was ruptured during the 1st thrombectomy. The surgeon then used another over-the-wire embolectomy catheter to complete the procedure.